Event description:
It was reported that the physician placed this coil, which completely embolized the aneurysm. As the microcatheter was withdrawn, it was noted that a loop of the coil was protruding from the parent artery. A stent was placed to "tack up the loose coil." There was no report of patient complication and the patient has subsequently been discharged from hospital in a "good condition."

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation.